Event description:
Spontaneous call. Patient states that pump is defective and cannot navigate through screens. Patient stayed on backup pump. Patient reports no changes in breathing. No other information known. Did the reported product occur while in use with a patient? No. Did he product issue cause or contribute to patient clinical injury? No. Is the actual device available to be returned for investigation? Did we replace device? Reported to (B)(6) by: patient/caregiver.